Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Device code 2017: against resistance. Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the optical coherence tomography (oct) catheter resulted in the reported difficult to remove. Manipulation of the device (against resistance) resulted in the noted core bend and ultimately resulted in the reported/noted detachments (core, coating). It should be noted that the hi-torque guide wires instructions for use, states: do not: push, auger, withdraw or torque a guide wire that meets resistance. Although it was noted that there was resistance removing the guide wire from the oct catheter, the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A .014 whisper guide wire was advanced without resistance with an optical coherence tomography (oct) catheter. After the oct scan, there was resistance removing the oct catheter and some force was applied. The guide wire separated into two pieces, but was able to be removed with the oct catheter. The procedure was completed successfully. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.